Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted during pre-operation check that the device was in backup vvi. Patient was stable post-procedure.

Manufacturer narrative:
The device was received for investigation. A battery performance alert (bpa) was not confirmed. The device was found to be within estimated longevity. Upon receipt, device was in backup vvi and had not reached elective replacement indicator. A device image was reviewed and indicated that the cause of backup vvi was due to a reset caused by event queue overflow. The event queue overflow was caused by an anomalous operation of the rf module.